Event description:
It was reported the pt experienced communication issues. The programmer showed all bars present, but none were blackened. Troubleshooting was done without success. An x-ray revealed the ins had flipped. The pt was scheduled to see the surgeon for options regarding the device flip. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.